Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to pain and non-use (specific date not reported). There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on october 17, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 30, 2022.